Event description:
Reporter indicated that an error message was obtained on the handheld device indicating that the battery was at low levels and the device would shut down. A countdown would appear; however, it was unknown as to whether or not the device would shut itself off when the countdown ended. The physician would always keep the handheld device plugged in and he requested a replacement handheld device be sent to him. A replacement handheld was sent to the physician and good faith attempts to obtain the old handheld for product analysis has been unsuccessful to date.